Event description:
The straight reamer and the stem pilot broke during surgery. A 30 min delay in surgery was caused in removing the broken reamer and completing the broaching with the stem pilot. Pt is doing well post surgery.

Manufacturer narrative:
The straight reamer and the stem pilot broke during surgery. A 30 min delay in surgery was caused in removing the broken reamer and completing the broaching with the stem pilot. Pt is doing well post surgery.